Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-02580), was submitted on 03-oct-2025. However, based on the investigation done on 22-jan-2026 and clinical review done on 03-feb-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. On reassessment on 06-05-2026, the final reportability decision will be changed to "serious injury", so we are withdrawing the retraction submitted on 12-feb-2026.the retraction MDR with manufacturing report number, was submitted on 12-feb-2026.however, based on the reassessment done on 06-05-2026, it was found that the final reportability decision will be "serious injury". Hence, please consider this supplement as the final report.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Patient country: united states (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The blood glucose level exceeded 1000 mg/dl at the time of event. It was reported that the patient felt sick. The patient was provided emergency medical service (ems) at the hospital. The current bg value of the patient was 300 mg/dl. The patient replaced infusion set and resumed insulin delivery successfully. No further information available.